Event description:
It was reported from the (B)(4)study that the patient reported atrial arrhythmia, complaints of palpitations and high heart rates. Therefore the implantable pulse generator (ipg) device algorithms atrial pacing preference (app) and atrial rate stabilization (ars) were programmed off, while anti tachycardia pacing (atp) algorithm was left on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device. No anomalies were found in the analysis of this data.